Manufacturer narrative:
A device history record confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically for safety shield issues. The lot met all defined acceptance requirements and was released. The manufacturing site received 2 samples and 4 photographs with this customer report. A complete investigation was performed. A visual inspection to the quality inspection standard was conducted. The reported condition could not be confirmed with the sample or photos. The most likely root cause is this lot was part of a recall. The root cause and action plan will be documented through a formal corrective/preventative action (CAPA) which has been initiated to address the reported condition of safety shield not locking to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes. The affected batch was manufactured prior to implementation of the CAPA.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported they had an employee needle stick injury. The needle was used to give an injection and the safety device was activated over the needle but it did not engage as intended. The needle remained exposed and stuck the rn when placed in the sharps container. The needle stick site was cleaned, the provider notified, labs were drawn, and the required paperwork was completed. No further care is needed at this time.